Manufacturer narrative:
This report is submitted on december 04, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2017. It is unknown if there are plans to re-implant the patient with a new device.